Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, and perigee was implanted; and on (B)(6) 2004, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair, posterior repair and cystotomy repair at time of surgery due to sui, cystocele and rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported the patient underwent mesh revision on (B)(6) 2005 due to stranguria post tension-free vaginal tape. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary retention.